Manufacturer narrative:
Omit: g07001 - part/component/sub-assembly term not applicable, g02001 - antenna. Additional information: imdrf annex g code. Investigation summary the reported issue that the patient's weight was not transferred over from electronic health record (ehr) epic and that the patient's weight on the pump was incorrect was confirmed via log analysis. The root cause for the reported patient weight discrepancy was identified to be the result of user programming having manually entered the patient weight at 36kg instead of the reported intended weight at 100kg. The result was under infusion of the drug heparin to the patient. A device malfunction had not occurred. ¿ the heparin infusion according to the event log recordings had been manually programmed with the patient weight at 36kg. ¿ the heparin infusions recorded performed using the interop remote IV order input process had the patient weight at 100kg with the infusion performed on the date of (B)(6)2021 and time of 10:16pm. ¿ the patient weight manual programming at 36kg was performed on the dates of (B)(6) 2021. The weight remained unchanged from (B)(6)2021. ¿ while the heparin was infusing with the manual programming there were recorded received remote IV orders noting there was a mismatch with what had been programmed. The patient weight was the mismatch. ¿ the inspection and testing process performed on the received infusion system did not find any existing malfunctions and the pump module to be infusing within specifications.

Event description:
It was reported that the patient's weight was not transferred over from electronic health record (ehr) epic and that the patient's weight on the pump was incorrect. The patient was ordered heparin 25,000units in 250ml infusion based on body weight of 100kg (0-32ml/hr.). The patient's weight on the pump was 36kg. It was discovered only two days later that the weight on the pump was incorrect. The customer would like to figure out if the weight was manually programmed or the weight information was from the previous patient. The patient was admitted for pulmonary embolism and the clinicians were unable to achieve the goal partial thromboplastin time (ptt). Due to the event, the patient given a bolus dose of heparin.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's weight was not transferred over from electronic health record (ehr) epic and that the patient's weight on the pump was incorrect. The patient was ordered heparin 25,000units in 250ml infusion based on body weight of 100kg (0-32ml/hr.). The patient's weight on the pump was (B)(6) kg. It was discovered only two days later that the weight on the pump was incorrect. The customer would like to figure out if the weight was manually programmed or the weight information was from the previous patient. The patient was admitted for pulmonary embolism and the clinicians were unable to achieve the goal partial thromboplastin time (ptt). Due to the event, the patient given a bolus dose of heparin.

Manufacturer narrative:
Manufacturer narrative: a review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the patient's weight was not transferred over from electronic health record (ehr) epic and that the patient's weight on the pump was incorrect. The patient was ordered heparin 25,000units in 250ml infusion based on body weight of 100kg (0-32ml/hr.). The patient's weight on the pump was 36kg. It was discovered only two days later that the weight on the pump was incorrect. The customer would like to figure out if the weight was manually programmed or the weight information was from the previous patient. The patient was admitted for pulmonary embolism and the clinicians were unable to achieve the goal partial thromboplastin time (ptt). Due to the event, the patient given a bolus dose of heparin.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
It was reported that the patient's weight was not transferred over from electronic health record (ehr) epic and that the patient's weight on the pump was incorrect. The patient was ordered heparin 25,000units in 250ml infusion based on body weight of (B)(6) (0-32ml/hr.). The patient's weight on the pump was (B)(6). It was discovered only two days later that the weight on the pump was incorrect. The customer would like to figure out if the weight was manually programmed or the weight information was from the previous patient. The patient was admitted for pulmonary embolism and the clinicians were unable to achieve the goal partial thromboplastin time (ptt). Due to the event, the patient given a bolus dose of heparin.